Event description:
It was reported that a pump was not detecting an occlusion. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 05august2022 via email and attached to complaint object: date of the event:may 5, 2022; no patient involvement. Event still ongoing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2127-0104-01 d4: correction: model number: 2120. H4: correction: device manufacturing date: 12-mar-2018.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the tamper seal was missing. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. During the investigation and functional testing, the pump was able to detect both downstream and upstream occlusion sensors with no issues during the occlusion test. No fault was found. No action was needed. The root cause was undetermined. The product is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).